Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer experienced blood glucose levels between the high 200s-300s (mg/dl). Reportedly customer administered a manual injection and revered to a non tandem insulin delivery system to address their bg level.